Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had intermittently responsive buttons. The blood glucose reading was 160 mg/dl. The customer stated that she had to press the act button with the side of her nail instead of with her finger in order to garner a response. She reported that the insulin pump had been exposed to moisture. The most recent blood glucose reading was 146 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing.no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Unit received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, and stained end cap sticker.